Event description:
(B)(6) transmission in a virgin female by laser hair removal device, the case diagnosed clinically by examination which is clearly (B)(6) present in labia and pubic area. MFR of laser hair removal device advice only for cleaning the laser tip without changing it which is not enough for protection against (B)(6) transmission. FDA safety report ID# (B)(4).